Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the device diagnosis was user error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, back pain with leg pain, and discectomy. It was reported that during the procedure the lead was accidentally cut and needed to be replaced. The lead was replaced, and the issue was resolved. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient did not suffer any symptoms as a result of the event. The event was related to the implant procedure and not related to the device or therapy.